Manufacturer narrative:
Result - faulty foot-end potentiometer and lift motor coupler.

Event description:
It was reported by service report that the foot-end was stuck in high height, and when attempts were made to lower the bed, it would go into trend position. No patient involvement or adverse consequences were reported.